Event description:
A patient reported experiencing inaccurate high results with a otu meter. The patient's blood glucose results were 429, 415, 34, 508, 58 mg/dl. Tests were done within 10 minutes with a difference of 71%. Patient did not experience any adverse events. No further information has been reported.